Manufacturer narrative:
The product was received for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: terumo/progreat microcatheter (details unknown). New deltamaxx (same model, details unknown).

Event description:
It was reported by the hospital contact that when inserting and pulling a complaint deltamaxx (cdx18062530/c33980) several times for coiling, the physician experienced a severe resistance in the terumo/progreat microcatheter (details unknown). He withdrew the deltamaxx and then found the coil was deformed compared with the regulation size. He did not know whether the friction caused the deformation or not. It was replaced with a new deltamaxx (same model, details unknown). The procedure was successfully completed without a further issue. There were no patient injury/complications. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damage was noted on the product prior to the event. The complained product will be delivered for analysis. No further information is available. The procedure was the coil embolization of mapca at thoracic artery. There were no damages noted on the coil after use. There was no clinically significant delay in the procedure due to the event.

Manufacturer narrative:
It was reported by the hospital contact that when inserting and pulling a complaint deltamaxx (cdx18062530/c33980) several times for coiling, the physician experienced a severe resistance in the terumo/progreat microcatheter (details unknown). He withdrew the deltamaxx and then found the coil was deformed compared with the regulation size. He did not know whether the friction caused the deformation or not. It was replaced with a new deltamaxx (same model, details unknown). The procedure was successfully completed without a further issue. There were no patient injury/complications. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damage was noted on the product prior to the event. The complained product will be delivered for analysis. No further information is available. The procedure was the coil embolization of mapca at thoracic artery. There were no damages noted on the coil after use. There was no clinically significant delay in the procedure due to the event.as viewed into the returned packaging it was found that a portion of the distal section of the coil was protruding outside the distal tip of the green introducer and is damaged. The distal section of the coil has compression and buckling damage. Due to the coil being handled and packaged while protruding outside the sheath it cannot be determined how much damaged occurred to the coil during the procedure. The tip coil section has two areas of buckling damage. The coil¿s socket ring has been pushed down inside the outer sheath. The proximal remainder of the coil is undamaged. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been fractured. The locking mechanism has stretching and compression damage. No manufacturing defects were found. There are two possible contributing factors to the coils severe resistance during advancement into the microcatheter. These factors may have worked in tandem or separately with each capable of producing similar results. The primary contributing factor to the coils severe resistance may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which buckled the tip coil in multiple locations, pushed the coil¿s socket ring down inside the outer sheath, and produced a good portion of the coil damage found. In this condition severe resistance will be encountered when attempting to advance the coil. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ the secondary contributing factor may have been the selection of a non-compatible microcatheter to be used with the 18 series microcoil system. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿proper selection of the appropriately sized microcatheter is required to avoid damage to the codman microcoil system and to minimize potential complications. Microcatheter selection is also determined by the physician and is predicated by the location of the aneurysm, patient safety, and physician preference. The deltamaxx microcoil 18 system is compatible with microcatheters with inner lumen diameters ranging from 0.0165¿ to 0.019¿ (0.420-0.483 mm).the progreat microcatheters inner lumen comes in two diameters of 0.022¿ and 0.025¿ both of which are outside the IFU recommendations for the deltamaxx microcoil system.based on the information and the analysis, the event coil damaged-in patient was confirmed but the event dcs resistance/friction during advancement could not be confirmed, however procedural factors may have contributed to the event. Additionally, a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.